Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the right atrial (ra) lead exhibited unstable thresholds, lead tip bend and deformation. The right ventricular (rv) lead exhibited possible fracture. The leads were attempted not used and replaced. No patient complications have been reported as a result of this event.